Manufacturer narrative:
(B)(4).

Event description:
Following a pump replacement and catheter revision on (B)(6) 2010 (see MFR's report #3004209178-2011-00250), the patient developed a severe headache. The patient was taken to surgery on (B)(6) 2011. An incision was made over the site of the catheter implant location and approx 5 cc of spinal fluid was found. It was determined that there was a leak around the catheter insertion site. The physician did a purse string around the catheter insertion site and did not replace the intact catheter. The physician noted that he did not put a purse string around the opening when he implanted the catheter on (B)(6) 2010. The patient was going to be discharged to home the same day following a brief time in the recovery room and short stay unit. The physician was hoping the revision would fix the patient's headache. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.